Event description:
The patient was undergoing a coil embolization procedure using neuron 6f 070 delivery catheter. Upon removal from the packaging, the neuron catheter was found ovalized and was not used. The procedure successfully continued using a new neuron delivery catheter.

Manufacturer narrative:
Result: the neuron 070 was ovalized approximately 4.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the distal portion of the neuron 070 was "flattened." Evaluation of the returned device confirmed ovalization at the distal end. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging with force or at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.